Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated there were issues with the right ventricular amplitude (high output). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg exhibited high thresholds. It was noted that the delivery system "may have been slightly pulled."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the threshold of the leadless implantable pulse generator (ipg) increased and the impedance decreased. During pull and hold, the tine possibly become detached. Recapture was performed. A large amount of thrombus was noted making removal difficult. Removal was eventually achieved gradually; however, after removal, the impedance worsened and threshold increased. It was considered that tension may have been applied during removal. At the second deployment, after a gentle pull and hold, the impedance decreased; however, the threshold remained stable, so the tether was cut. The leadless ipg remains in use. No patient complications have been reported as a result of this event.